Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported difficulty to remove the device from a guide wire was unable to be confirmed as the proxy wire passed through the lumen without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Although a conclusive cause for the reported difficulty could not be identified, the noted damages appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified obtuse marginal artery. During removal of a 1.5x8mm mini trek balloon dilatation catheter, it got stuck on a fielder xt guide wire (gw) and the coating of the core and tip of the gw peeled off inside the guide wire lumen of the balloon catheter. The devices were simply removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.